Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) saw fluoroscopy images of a refill that confirmed the hcp¿s assertion that pumps leak at the septum at refills. It was assumed that omnipaque was used with these images. Per the hcp, the fluid was obviously leaking out along the needle when inserted into the septum and actively filling. The hcp believed thatpatient¿s should be asked about somnolence at refills. It was unknown if the images that were seen were from an implanted pump or on a fluoroscopy table. It was later reported that the pump referenced had been explanted and returned to the manufacturer. No fluoroscopic images were shown at this discussion. It was later reported that a doctor sent the reporting hcp a video of ¿fluid getting in the reservoir¿.